Event description:
According to the reporter, in the operating room, they still had problem with the titanium caps for the kit. Indeed, the caps, when they screwed them completely, were unscrewable afterwards (and must be) and some cannot be completely screwed in. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the catheter was found to exhibit a mechanical or dimensional failure. It was reported that the device has connector issue. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, in the operating room, they still had problem with the titanium caps for the kit. Indeed, the caps, when they screwed them completely, were unscrewable afterwards (and must be). And some cannot be completely screwed in. There was luer adapter issue. Two titanium caps had the issue. Two titanium caps were in the same kit and found on the same event. There was no leak. No other defects/damages found on the product. No other products being utilized with the device. The device was not used. They changed the adapter with another adapter. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, in the operating room, they still had problem with the titanium caps for the kit. Indeed, the caps, when they screwed them completely, were unscrewable afterwards (and must be). And some cannot be completely screwed in. There was luer adapter issue. Two titanium caps had the issue. Two titanium caps were in the same kit and found on the same event. There was no leak. No other defects/damages found on the product. No other products being utilized with the device. Nothing "else" unusual observed on the device. The device was not used. They changed the adapter with another adapter on the same day. There was no patient involvement.